Manufacturer narrative:
Correction d3, g4. D3: device manufacturer name: replace baxter healthcare corporation with baxter international inc. G4: combination product: add no (previously blank). Additional information: d1, d4 (catalogue #, UDI #), d9, g4 (510k), h3, h6 and h11. H11: the device was received for evaluation. A visual inspection with the naked eye identified a separation between the female connector and main body. There were evidence an insert chip was present on the female connector. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The transfer set was connected and disconnected by hand from the returned patient connector with no issues. The report of connection issue was not duplicated, however, the device did not meet specification due to the separation issue. The cause of the separation was determined to be manufacturing related due to inadequate solvent to the insert chip. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a connection issue between the transfer set and patient line of the amia cassette; further described as "the male/female junction separated on the transfer set." This occurred when disconnecting from the patient line after peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event, however the patient was given a dose of ip (intraperitoneal) antibiotics after the transfer set was changed. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.